Manufacturer narrative:
Patient height reported as 5¿5¿. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent open reduction internal fixation (orif) of a fracture on (B)(6) 2017. During the procedure, two drill bits broke. One broken drill bit was retained within patient¿s bone. The other broken drill bit was retrieved and the broken piece was discarded. Procedure was completed successfully. Patient outcome was stable. Concomitant devices reported: stryker drill (part number unknown, lot number unknown, quantity unknown). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 310.23, lot# h406670. Manufacturing location: (B)(4), manufacturing date: aug 01, 2017. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h406670 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h373215 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h137037 met all specifications with no issues documented that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product development investigation was completed. The returned 2.5mm drill bit (310.23, h406670) is used in trauma procedures and is used to predrill holes in bone prior to screw insertion. The drill bit was received with its distal tip broken off, which confirmed the complaint condition and made its replication inapplicable. The returned 2.5mm drill bit (310.23, h406670) was manufactured on 01aug17 and relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check as per the relevant drawing were: primary cutting diameter; specification: 2.47 to 2.5mm; measured: 2.48 to 2.49mm. Device met specification. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It was reported that the patient who was being treated was a young male in his early twenties, which means that his bone was likely very dense, and would therefore make it more challenging to drill holes in it. In addition to the density of the bone, if the surgeon maneuvered the drill in a way which exposed the drill bit to unintended off axis forces, it could¿ve contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.